Manufacturer narrative:
(B)(4). Patient information not provided. UDI not provided. Re-processing information not provided. Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a sleeve gastrectomy, the device was able to be loaded and unloaded, however, the adapter would not calibrate after the reload was removed. The adapter was then removed from handle and replaced and still experienced the same issue. Current patient status: fine open manual handle was used to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) examined one powered handle 1 and one adapter xl returned by the account. This evaluation was based on technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and pmv and engineering evaluations of the returned devices. The eeproms were uploaded and indicated 3 autoclave cycles for the adapter and handle. The user interface features were found to function properly initially. Since the clinical battery was not returned, a battery from our inventory was used for all functional testing. The representative battery was inserted into this handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the handle. The adapter was inserted onto the pmv handle and calibrated without issue. All five white status lights illuminated indicating more than 15 surgeries remaining on the adapter. A reload from our inventory was inserted onto the adapter and the system initially did recognize the presence of a reload. However, at one point the adapter lost connection with the reload and articulated while it attempted to recalibrate. Evaluation of the adapter by engineering found the unload button to be sluggish. Through troubleshooting of the adapter, it was determined that the depth of insertion of the load ring into the unload button was insufficient and interfering with the movement of the unload button. Further engineering investigation of the returned adapter noted that the system would intermittently not recognize the presence of the reload when the adapter. The system was intermittently able to regain reload recognition and articulated during recalibration. The adapter was disassembled for examination of internal components. The solder connections were examined and determined to be cracked. The cracked solder joint condition prevented the switch from making a consistent electrical connection with the system in all rotational orientations. It is when a lost recognition is regained that the system begins a calibration cycle which includes articulation of the reload. The reported condition of "did not calibrate" is a result of sluggish unload button on the adapter, causing it to continue to depress the reload detect switch following reload removal, lead to false reload detection and preventing the device from recalibrating. This condition can be attributed to the depth of insertion of the load ring stem into the unload button during assembly on the manufacturing line. A secondary condition not related to the reported condition was also noted. A malfunctioning switch is the result of an inconsistent electrical connection. If connection is lost with the reload, the adapter may attempt to recalibrate and cause unintended articulation as reported by the account. The file will be closed as an assembly error. Should new information become available, the file will be re-opened and updated.